Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10244. It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman ® laa closure device & delivery system (wds) and watchman ® access system (was) were used. The was was not deep seated prior to deployment of the closure device. The closure device was deployed; however, required a partial recapture. During repositioning, the closure device didn¿t open properly in the laa and a perforation occurred distal to the laa ostium. This caused a pericardial effusion which required a pericardiocentesis drain. The procedure was completed with another wds and was and the patient is currently stable.